Manufacturer narrative:
A service rep performed an on site investigation. The failure could not be duplicated. The camera connection was reseated during the service call.

Event description:
The customer reported that the 6800 system does not produce an image when flouring. No pt injury was reported.